Event description:
Patient was injected in the nose with radiesse dermal filler; four days later returns to the clinic with redness, swelling of the nose and a red streak up the patient's forehead

Manufacturer narrative:
Patient was diagnosed with a cellulitis and prescribed levoquin (antibiotic). At a follow up with dr the infection was resolving. Injection of radiesee dermal filler in the nose is an off label use. Patient instructions state not to use make up on the injections sites for twenty four hours. We regret the delay in filling this report.